Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -11.0/2.5/112 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. Excessive vault, elevated iop without pupil block and angle closure, and significant reduction of iridocorneal angles were observed. The problem was resolved. Cause of the event is reported as unknown and patient related factor. Reportedly, "high iop with medications. Plan to exchange to a smaller size (12.6).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic bent. Dimensional inspection found that the returned lens did not meet original values measured at the time of manufacturing. Lens returned is not the size stated in the claim. Claim# (B)(4).

Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Manufacturer narrative:
B5 - lens was exchanged on 21 apr 2023 with a shorter length lens but problem was not resolved. Claim# (B)(4).